Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle separated from the hub. This occurred three times. There was no report of patient impact. The following information was provided by the initial reporter: in all three events, an im injection in the deltoid muscle was administered to a patient. When the nurse-vaccinator completed the administration and removed the needle from the patient's arm, the needle separated from the hub and remained in the patient's arm, with approximately 1/4" of the needle visible. The nurse-vaccinator was able to remove the needle from the patient's arm with a gloved hand. The needles were intact when removed. How many number of occurrences were there in this event? There was 1 occurrence for each of the three events.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle separated from the hub. This occurred three times. There was no report of patient impact. The following information was provided by the initial reporter: in all three events, an im injection in the deltoid muscle was administered to a patient. When the nurse-vaccinator completed the administration and removed the needle from the patient's arm, the needle separated from the hub and remained in the patient's arm, with approximately 1/4" of the needle visible. The nurse-vaccinator was able to remove the needle from the patient's arm with a gloved hand. The needles were intact when removed. How many number of occurrences were there in this event? There was 1 occurrence for each of the three events.